Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller says the pt started seeing a software problem screen last night. Details are: 1-intellis 2-3.6 3-243 4-qf_port. Had them reset controller, then try to charge implant. They now report that its showing that her implant is at 100 percent with excellent quality. They then said that the implant hasn't depleted at all from 100 percent in 3 days. Had them connect with controller wirelessly, and they report that stimulation is off. The battery may have gone to 0 and then when they charged it back on, they never turned stim back on. Helped them successfully turn stimulation back on. The troubleshooting steps that were taken on the call resolved the issue. No symptoms/patient complications reported. Additional information was received from the patient. Patient rep called back, and says that they are finding the same issue is happening, that the ins hasn't depleted at all in 2 days. I asked if the stimulation is off, and they said no. I had them connect to ins and it is in fact on. I had them check setting 1 and its at 0.0v. I had them increase setting 1 to 7.1v where pt told the caller they feel it comfortably, and says "it feels like it did after they put it in". Issue resolved.